Event description:
It was reported that the insulin pump was finishing all of the insulin during the manual prime. Troubleshooting was performed, but the problem persisted. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a frozen screen at the full segment display due to a faulty component on the interface board. Unable to conduct the displacement or prime tests due to the frozen screen.